Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the 10 degree liner would not fit into the shell. The surgeon made multiple attempts to insert it. The case was completed by using a new liner.

Manufacturer narrative:
Upon review, h1 was noted incorrect. This report is to correct h1. H3 other text : device not returned.

Event description:
The customer reported that the 10 degree liner would not fit into the shell. The surgeon made multiple attempts to insert it. The case was completed by using a new liner.